Manufacturer narrative:
Follow-up # 1 - 1/14/2015, device evaluation: the lay user/patient¿s meter and test strips have been returned on (B)(4) 2014 and 1/8/2015, evaluated by lifescan product analysis on 1/6/2015 and 1/12/2015 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 they obtained an inaccurate high results of ¿183 mg/dl¿ with the subject meter and ¿111 mg/dl¿ with another meter (true test), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (no-adjustments). The patient confirmed that she took her normal dose of medication (including sliding scale, novolog r 2 units) in response to the product issue. The patient claims she developed symptoms of ¿heart palpitations, shaky and confused¿ before the product issue. The patent alleged self-treatment with food and/or drink at an unspecified time. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The test strips were not open past their discard or expiry dates and the test strips were stored correctly. The cca walked through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.